Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension.

Event description:
The manufacturer representative reported that the patient was having a battery change on the day of the report because of normal battery depletion. When they checked their device, they noticed the patient had low impedance between contact 8 and 9. The patient had not issues with their therapy. The nurse¿s note stated that the low impedances were noted in (B)(6) 2014. There was no mention as to a cause of the possible short circuit. Once the battery was replaced, the short circuit didn¿t resolve. No surgical intervention needed at this time because it didn¿t seem to be affecting the patient. It was noted the issue wasn¿t resolved at the time of the report. The patient¿s status at the time of the report was alive-no injury. The patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.